Manufacturer narrative:
Mindray service representative replaced the hard drive and reloaded the software on the panorama central station. Performed all functional test and the issue was resolved.

Event description:
Customer reported the panorama central station display was not working which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.